Manufacturer narrative:
This ae involved a female patient who used the (B)(4) cleansing foam for shampoo in the shower and rinsed with water in shower. She thereafter reported that upon rinsing her hair, the (B)(4) cleansing foam and water got into both eyes causing a stinging sensation. Follow-up information from end user was received and she reported she was feeling much better, no pain nor discomfort. This is deemed a serious injury because medical intervention / treatment was given. The use of the (B)(4) cleansing foam for shampoo is deemed possibly related to the event.

Event description:
End user reported (B)(6) 2013 that she used the (B)(4) cleansing foam for shampoo in the shower and rinsed with water in shower. She reports upon rinsing her hair, the (B)(4) cleansing foam and water got into bilateral eyes causing a stinging sensation. She states she rinsed her eyes out a little plain water in the shower. Reported continued eye irritation. She later put her contacts in and noted more irritation and burning sensation and removed. She saw dr (B)(6), (B)(6) 2013 due to continued burning sensation pain and light sensitivity and some drainage of the bilateral eyes. End user reports dr. (B)(6) told her a layer of cornea of both eyes were affected. Medication prescribed and she will return for a follow up next week, she reports so she can be released back to work. She reported (B)(6) 2013 there was less eye stinging and pain subsiding with medication prescribed. She is unable to tell if eyes still reddened as she has history of visual difficulty and only able to see colors and no details unless she wears her contacts. She is not to wear contacts while on her eye medications she reports.